Manufacturer narrative:
The customer¿s report that the user was trying to get air bubbles out of the tubing and the set broke apart at the silicone segment during patient use was confirmed. Visual inspection of the set noted the silicone tubing was separated from the lower fitment safety clamp. The ring retainer was on the silicone tubing when it was received. No crush marks were found on the upper fitment. No other damages were observed. No testing was necessary as the damage was obvious. Dimensional testing was performed on the silicone tubing, the ring retainer and the lower fitment with manufacturers specifications met on all 3 components. The root cause that the user was trying to get air bubbles out of the tubing and the set broke apart at the silicone segment during patient use was not identified. The identified probable cause most likely happened when the customer attempted to remove air bubbles from the tubing and in doing so the silicone segment separated from the lower fitment. The issue was not detected during priming therefore the separation most likely to have occurred during the customer¿s usage.

Event description:
The customer reported that the user was trying to get air bubbles out of the tubing and the set broke apart at the silicone segment during patient use.

Event description:
The customer reported that tubing broke at upper fitment during patient use.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.